Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach when advancing the delivery system and valve through the sheath an excessive amount of force was encountered. When the valve exited the esheath in the descending aorta it was noticed that one of the inflow apices was bent back almost 180 degrees. The valve was deployed without incident. After deployment the inflow apice appeared to be bent at roughly 70 to 90 degree angle. Aortic root shot showed no extravasation of contrast or evidence of problematic interaction between bent strut and surrounding tissue. Echo showed normal valve function and trace pvl. The esheath was examined upon removal and loss of integrity was noted, however there was no injury to the patient. The patient was in stable condition post procedure. Per medical opinion, the event was due to heavily calcified iliac vessel.

Manufacturer narrative:
Supplemental to report no product return evaluation. The device was not available for evaluation as it remains implanted in the patient. The access vessel had moderate to severe calcification and tortuosity. The minimum liminal diameter (mld) was 5.5mm. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. No visual, functional, or dimensional testing was able to be performed as no product was returned. Imagery was provided by the site. The patient's access vessel had presence of calcification and tortuosity. A punctured hole on the sheath strain relief was seen, as well as the sheath liner was torn. An image also showed the valve frame struts bent at the inflow side post deployment. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging to ensure there was no damage to the valves. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU commander delivery system with s3u, device preparation manual, and procedural training manual were reviewed. It is noted that push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. No IFU/training deficiencies were identified. Although the complaint for the frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a pra, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach when advancing the delivery system and valve through the sheath an excessive amount of force was encountered. When the valve exited the esheath in the descending aorta it was noticed that one of the inflow apices was bent back almost 180 degrees. The valve was deployed without incident. After deployment the inflow apice appeared to be bent at roughly 70-90 degree angle' and 'per medical opinion, the event was due to heavily calcified iliac vessel'. Per 3mensio imagery and noted, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, it can lead to high push force or resistance. It is possible that excessive force is applied to overcome the resistance, and it leads to the valve strut puncture and torn the sheath during the delivery insertion through the sheath and resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The frame damage was confirmed based on provided imagery. Due to the unavailability of the device or imagery, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A pra has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. The valve from this complaint event was manufactured prior to corrective action. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did not occur during this event.